Event description:
On (B) (6) 2008, a patient was implanted with a gore propaten vascular graft in the left leg. A bypass procedure was performed from the common femoral to the posterior tibial artery. On (B) (6) 2008, an arthrectomy and pta procedures were performed on the superficial femoral artery to the peroneal artery. On (B) (6) 2008, the patient was noted to have lost primary patency, assisted primary patency and secondary patency.